Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and a mesh was implanted concurrently with exploratory pelviscopy with biopsy of left ovary, ablation of the endometriosis, vaginal hysterectomy with closure of large enterocele, cystoscopy and plastic reduction of the labia minora due to pelvic prolapse with large cystocele, rectocele, prolapsed uterus and genuine sui. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, organ perforation, recurrence, dyspareunia, neuromuscular problems, vaginal scarring and developed bilateral vaginal masses. It was reported that patient underwent mesh revision/removal on (B)(6) 2000 and (B)(6) 2008. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.